Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient received a replacement device and the issue has been resolved.

Event description:
Patient says that she has been finding that it takes along time to charge her implant, and "sometimes it takes 12 hours and it wont charge at all and saw a message yesterday saying "trying to recharge, position where you get the highest number, and its only been letting me charge to 90 percent and it keeps shutting off on me". This has been happening "for several months" and says she has been talking with local manufacturer representatives (reps) about this for the last several months. She didn't necessarily tell this rep first, she also told other reps. Reps have had her reset controller many times and this hasn't resolved issue. Patient mentioned that she is in "such pain" and says it "kind of comes and goes but right now for the last couple weeks I have been having intense pain in my hip area". She then clarified this pain started "right before christmas". A reason for the pain is because she is having trouble charging the implant, and also because she had been carrying her granddaughter around and "this thing hasn't been charging so I have not had anything to counteract it with using the stimulator" meaning that she is having trouble charging the implant. Patient told the rep about this issue a couple months ago. The reason for call was patient reported their implant took forever to charge and would take 3 days to charge; the issue began 'like' 2 years ago. Patient stated the controller charged fine. Patient noted they were really thin when the implant was installed. Implant was in the upper glutes. No damages on the recharger, battery compartment, and battery pack.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), implanted: (B)(6) 2019, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), implanted: (B)(6) 2019, product type: recharger. Product ID: 97745, serial#: (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they were having issues with their stimulator staying on and the issue began about 4 months ago. Patient's stimulation would turn off and they would notice at different types of the day that they would feel more pain in their saphenous vein than their back. Patient would notice the stimulation was off because they would get shooting pain that came up in their legs. Patient was not getting relief. Representative redirected patient to patient services; agent reviewed information. Agent redirected patient to their hcp/representative to address the issue. The patient called back and reported they called about this previously so met with a rep last week who advised something was wrong as the ins keeps shutting off on them; it was noted the controller was shutting the ins off. Agent sent request to repair for controller. The patient mentioned meeting with the rep and also states they have pain in their saphenous vein and states when controller shuts off the ins itself they have this pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.